Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, 3.00x28mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was observed that the stent struts got damaged. The device was removed from the patient's body by simply pulling back the system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.